Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A hemodialysis (hd) user facility reported a dialyzer blood leak that occurred during a patient¿s hd treatment. Additional information was obtained through follow up with the unit¿s facility administrator (fa). Although the event was initially reported as a dialyzer blood leak, the fa further discussed the incident with a registered nurse (rn) from the facility, and together they concluded differently. There was no dialyzer blood leak. The fa stated there was a high transmembrane pressure (tmp) alarm that occurred approximately four minutes into the patient¿s hd treatment. After the alarm sounded, the staff noticed that the patient¿s blood was beginning to clot in the dialyzer. The machine, a fresenius 2008t, did not alarm with a blood leak alert. Medisystem bloodlines were reportedly being utilized. The blood in the arterial lines was returned, however, the venous side could not be returned. The patient¿s estimated blood loss (ebl) was approximately 100 ml. The patient completed their treatment after being re-setup with new supplies on the same machine. The fa suspected the clotting was caused by the patient¿s access. The patient used another dialyzer from the same lot to complete their treatment, and there were no further issues. The fa confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was not available to be returned for evaluation as it was reportedly discarded.